Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had 10.5 years battery remaining and during the recent check the device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that the low voltage fault was the result of a runaway increase in power consumption. The increased is not consistent with known failure modes and future performance was uncertain. The increased appeared to have tapered off but the power was far beyond normal levels. Further, the patient was presented to the device clinic for a 3 month check, the device battery went from 13 years to 4 months remaining in 3 months. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had 10.5 years battery remaining and during the recent check the device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that the low voltage fault was the result of a runaway increase in power consumption. The increased is not consistent with known failure modes and future performance was uncertain. The increased appeared to have tapered off but the power was far beyond normal levels. Further, the patient was presented to the device clinic for a 3 month check, the device battery went from 13 years to 4 months remaining in 3 months. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.